Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012313259); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the deployment of the valve was attempted 5 times and recaptured following each deployment attempt due to the depth of implant being deep. Additionally, the stent of the valve was suspected to have damaged the conduction system during the attempted implants. The valve was implanted at a final depth of 6 millimeters (mm) on the non-coronary cusp (ncc), and 9 mm on the left coronary cusp (lcc). Following the implant of the valve, complete heart block (chb) was observed and the patient was temporary pacemaker dependent. It was reported that a permanent pacemaker implant would be scheduled.